Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 300 mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. Additionally, the lg reported the infusion site was found to be red and swollen. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g998u1uesghyf1. Hardware: sm-g998u1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.